Event description:
It was reported that during insertion of the akreos ao60g iol in the patient's left eye, the lens got stuck in the viscojet 1.8 delivery device. The incision was enlarged to remove the lens, and a back up lens was successfully implanted. Please reference MDR #: 1119279-2012-00163 for the intraocular lens.

Manufacturer narrative:
The delivery device was not returned to b+l for evaluation; therefore, product evaluation could not be conducted. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.